Event description:
The customer called to report that insulin leaked from the reservoir into the reservoir compartment of the insulin pump. The customer also reported a blood glucose reading of 540 mg/dl during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.